Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported an error message "full battery back-up may not be available". After surgery, the unit was taken out of service at the hospital. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) advised the user facility's biomedical engineer (biomed) to completely drain the batteries and then charge up completely to try and resolve the issue.